Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, the probe damage error was likely caused by the following mechanisms: contact to non-insulated area of jaw 1. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. The probe received an output load in ¿seal & cut¿ mode or received a load when grasping tissue. As a result, the probe damage error occurred. Contact to another instrument 1.during output in ¿seal & cut mode,¿ the probe came in contact with hard tissue, metal or a surgical instrument. 2.the probe damage error occurred due to adding a load to the probe. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported four (4) thunderbeat devices with the same model and lot number (tb-0545fcs, lot kr252813) failed during one procedure involving one patient. Thunderbeat device 1 and 2 devices were reported to have an unknown probe damage error when the surgeon was making light tissue contact. The thunderbeat device 3 and 4 did not work at all. The surgeon was able to successfully complete the procedure with a fifth thunderbeat device. There was a 30-45 minute procedural delay due to the device malfunctions. A request for additional information is in progress. This event includes the following 4 complaints: (B)(6) device 1 of 4 with unknown probe damage error. (B)(6) device 2 of 4 with unknown probe damage error. (B)(6) device 3 of 4, didn't work. (B)(6) device 4 of 4, didn't work. This report is 1 of 4 for(B)(6) device 1 of 4 with unknown probe damage error.